Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable pump won't run alarm continuously." Alarm with cassette. It was reported that customer switched the backup pump. No patient injury reported.